Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed that the device had significant surface damage where the blue insulating coating had been scratched and scraped along the entire distal length of the device. The complainant's event was most likely caused by user mechanical damage to device such as hitting the device with another device. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that the blue coating flaked off and stayed into the joint.